Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into a swimming pool. Customer reported that as a result, there was condensation under display screen and buttons could be pressed but display would not advance. Insulin pump also received a motor error alarm. Customer's blood glucose was 160 mg/dl. Troubleshooting was performed and customer could not view menus. During troubleshooting for motor error alarm, it was found that insulin pump rewound itself. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to a corroded motor home switch. Upon visual inspection, the pump had moisture damage on the electronic stack. Unable to perform the self-test, unexpected restart, displacement, rewind, operating currents, basic occlusion, occlusion, prime, off no power or excessive no delivery tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads and a cracked reservoir tube.